Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a faulty gold force sensor resistor. Analysis was unable to verify the compromised force sensor error alarms due to motor error alarms. The motor was tested outside the device and passed. The unit had a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, a minor scratched display window, and a missing end cap sticker. (B)(4)

Event description:
The customer's father called in to report that the insulin pump alarmed a compromised force sensor error. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 105 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.